Event description:
A user facility's biomedical engineer reported that an automated impella controller (aic) displayed a battery failure upon receipt at the site. Troubleshooting was attempted but the failure remained. The aic was removed from service as a result of the noted issue. There was no patient involvement.

Manufacturer narrative:
The impella device has not been returned by the customer and therefore, evaluation of the device is not possible. Upon conclusion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.